Manufacturer narrative:
Zoll medical corp has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a pt the device failed to discharge. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction. Please reference medwatch report 1220908-2012-03562 for a similar report with the same device.